Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found. The performance data shows that the left ventricle capture management routine aborted due to intrinsic and competing rhythm between (B)(6) 2010 and (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was unable to measure the left ventricular capture management threshold. The device remains in use. No patient complications have been reported as a result of this event.